Event description:
Upon inspection and testing of the customer¿s returned evis lucera elite gastrointestinal videoscope unit, it was discovered that the foreign debris was clogging the air/water nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The material was described as being a black, rubber-like material. The material could not be identified. The following additional findings were also noted: water flow value out of specification, water removal value out of specification, and water channel volume value out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: instruction manual gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Instruction manual gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.